Event description:
It was reported by the customer that when pressing the device's power button, the display and led would flash but the device would then power off.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported intermittent failure. The error codes were cleared and version 072 software was reloaded in the device. The system / user interface pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies; however, the reported condition could not be duplicated. The assemblies were tested while heating, cooling and flexing both boards while turning on/off, with no problems found. Further root cause of the reported failure could not be determined.